Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor error and failed self test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported that the insulin pump had a failed self test alarm. Self test was performed and it was interrupted by a failed self test alarm. Customer had a communication error alarm as well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded the motor home switch. The pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a64 and a46 alarm due to motor error alarms.